Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Compression system failure.

Manufacturer narrative:
The reported incident that cannulated compression screw was alleged of issue s-30 (not functional) could not be confirmed since the returned device is conforming to specifications and fully functional the product was received visually correct and into dimentional specifications. The screw was implanted in a sawbone and it was able to rotate both threads independently, therefore was able to perform the laging functionality. Based in this information the failure mode was not possible to be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Compression system failure.